Manufacturer narrative:
Concomitant medical products: product ID: 9733752, serial/lot: (B)(4). A medtronic representative went to the site to perform a system check out and they found a flat emitter failure. The emitter was replaced to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the flat emitter was damaged. There was no patient involvement. Additional information received from a manufacturer representative reported that the emitter magnetic field was unstable.